Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Another blood glucose level was 342 mg/dl. Customer stated that they ate and had low reservoir and blood glucose was high due to food. The customer was assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.